Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited out of range shock impedance measurements, measuring greater than 200 ohms and increase in thresholds values on the right ventricular (rv) channel. Technical services (ts) reviewed the presenting electrogram (egm) and stated that the increase in impedances and thresholds could be related to calcification. Ts recommended trouble shooting options. This device remains in service. No adverse patient effects were reported.